Event description:
Dr was making a burr hole into the bone. The stop did not engage, the bit jammed into the bone and required surgeon to excise the bit by drilling another hole and cutting around the stuck bit with a saw.